Manufacturer narrative:
Device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the meter involved with this complaint failed testing. The meter was found to have spc pin 3 and pin 4 lifted high. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k053529.

Event description:
On (B)(6) 2011, the patient contacted lifescan (lfs) to report experiencing a power issue with her one touch ultra2 meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue with the subject meter not turning on began on an unspecified time on (B)(6) 2011. The patient stated that the patient manages her diabetes with insulin (self-adjuster) and due to the alleged issue, there were no changes made to her usual routine. The patient claimed 3 days later, after the alleged issue began, she felt dizzy and sweaty. It is unknown if she received any treatment due to her symptoms. On (B)(6) 2011, at 12:45 pm, she was treated in the emergency room (ER). However, it is unknown what kind of treatment was administered or what kind of symptoms she was exhibiting. Reportedly at 1:30 pm, an ER meter was used to test her glucose level and obtained a result of over "600 mg/dl." It is unknown what took place in the interim time between (B)(6) 2011. During the initial call with customer service, the agent noted that the patient called without having the meter or strips available. There was no information of misuse of the meter. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury, and the patient allegedly received medical intervention from a health care professional (hcp) after the reported issue began.